Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg approximately 590 mg/dl) and ketones were moderate, the cause was not known. Insulin injections were administered to address bg. The contact confirmed there were no alerts or alarms and insulin was exiting properly from the tubing. The contact reported the pump was functioning properly and elevated bg may be related to the infusion set site or the customer's body. The contact declined further troubleshooting.